Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hangup. The following information was provided by the initial reporter. The customer stated: blood remains stuck to the walls of the tube after centrifugation. Not all tubes in this batch (approx. 5%) initial comparison tests show no difference in results.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-24. H.6. Investigation summary: bd received 100 samples and 1 photo for the investigation. The photo was reviewed and red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hangup. The following information was provided by the initial reporter. The customer stated: blood remains stuck to the walls of the tube after centrifugation. Not all tubes in this batch (approx. 5%) initial comparison tests show no difference in results.